Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box revealed that the data from the event date had been overwritten due to continued use. During testing, the pump was exercised for 24 hours with no occlusion alarms observed. A manual occlusion was performed during testing, and the pump emitted the appropriate occlusion alarm with audible tones and vibration. The alarm was also recorded correctly in the pump history. The force sensor calibration reading did not measure within specifications. The pump case was removed and no damage or contamination was found to the force sensor. The force sensor resistance did measure within specifications. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.